Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported detachment of the lock lever shaft can be possibly related to a potential product quality issue and investigation is still ongoing. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for separated lock lever shaft. It was reported that during device preparation, when the lock lever cap was unscrewed to de-air the device, the shaft of the lock lever broke completely off. There was no difficulty noted when unscrewing the lock lever cap. The device was not used and there was no patient involvement. There was no additional information provided, regarding this issue.